Manufacturer narrative:
The lot was manufactured on september 22, 2022 ¿ september 23, 2022. The device was received for evaluation. A visual inspection with the naked eye was performed and noted a fluid inside the housing which suggested leak. A leak test was performed by filling the bladder with green color water and a leak was observed coming at one side of the bladder crimp. The reported condition was verified. The cause of the condition was a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The issue occurred during filling with 150ml normal saline. There was no patient involvement. No additional information is available.